Manufacturer narrative:
MFR rec¿d date: 20sep2019. The customer confirmed the reported alarm led failed issue. The customer reported replacing the power switch overlay, the power management pbca and the user interface pbca, appeared to correct the issue. The unit ran for 30 minutes in s/t mode with no errors or issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an alarm led failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/09/2019.

Event description:
The customer reported an alarm led failure. There was no patient involvement.